Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high pace/sensing impedance during an unrelated, open heart surgery procedure. Interrogation following the procedure indicated that both unipolar and bipolar impedance readings were back within normal limits so no actions were taken. The lead remains in use. No patient complications have been reported as a result of this event.